Event description:
Nurse was removing the on-q pain pump catheters, the first catheter came out fine, the second broke off, leaving 4 1/2 inches of tubing in the pt's thigh-just above the knee. Pt is post op total knee replacement in 2008. The pump placed the same day in the or. Dose or amount: marcaine 0.5%. Frequency: 4cc/hr. Route: sq. Dates of use: 2008. Diagnosis or reason for use: total knee replacement.